Event description:
Device #2 malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging, it was observed that the xpert stent had prematurely, partially deployed. A second xpert stent was unpackaged and this stent was also observed as prematurely, partially deployed. The devices were not used and there was no patient involvement. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device examination, a conclusive root cause could not be determined. A review of the device lot history record did not reveal any non-conformity, which could have contributed to this complaint. The first xpert stent (part 14575-01, lot 518917) is being filed under medwatch MFR# 9710478-2008-00156.